Event description:
The account stated a pt was found on the floor next to bed and bed exit system was still set and did not alarm. The pt was not injured.

Manufacturer narrative:
The accounts engineer unplugged the tape switches and the bed exit alarmed. He replaced the bed exit tape switches to repair the bed.